Event description:
It was reported that the trial patient felt that the temporary device was infected and their health care provider (hcp) provided them with antibiotics after it was removed. The hcp implanted the permanent implantable neurostimulator (ins) anyways. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).